Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed for a duodenal diagnosis on (B)(6) 2012. According to the complainant, the needle sheath was found to be kinked. This was found outside of the patient, after the procedure had been completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; possible needle occlusion.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be under 18 years. (B)(4): needle being blocked. A visual assessment was performed and found that the outer sheath was kinked just distal of the outer hub. Other kinks were observed approximately 84 cm from the distal end of the outer hub and approximately 1 cm from the distal tip. A functional evaluation was performed and revealed that the air was unable to be injected through the lumen of the device. The device was looped in two 2 inch loops and the inner hub was actuated. The needle was able to be extended and retracted as intended. After the functional evaluation was performed the inner sheath/hub was removed from the outer. Kinks were observed on the inner sheath approximately 3.5 cm and 85 cm from the distal end of the inner hub. Also, there was a slight kink approximately 1 cm from the distal tip. Air was unable to be injected through the lumen of the device, as a result of the kinks in the working length of the unit. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.